Manufacturer narrative:
D4: UDI no. - this product code is not required to be registered with the FDA. The actual device was returned to the manufacturing facility for evaluation. The device was rinsed, dried and subjected to visual inspection. No anomalies were noted. The actual device was built into a circuit with tubes and bovine blood was circulated through it. The pressure drop was determined at each specified flow rate. The obtained values were verified to meet manufacturing specification. No anomalies were noted which could cause an increase in the pressure inside the actual device. Bovine blood was circulated in the actual device for 6 hours. No obstruction was observed inside the oxygenator module. A review of the device history record of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. The investigation results verified that the actual device was normal product without any anomalies that could have contributed to the reported rise in pressure. The exact cause of the reported event cannot be definitively determined. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product defect or malfunction. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported pressure increase during the use of a capiox device. Follow up communication with the user facility confirmed the following information: the actual device was used for mvp, tap and maze case; at the beginning of circulation, the pressure started to rise to 320mmhg - 330mmhg before the membrane and to 90mmhg - 120mmhg after the membrane; this abnormal pressure continued with no improvement; the case was completed successfully without change-out of the actual device; and the patient was not harmed.